Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly after implantation the patient began experiencing discomfort in the area of her device and initial diagnostic workup revealed an infected right total hip arthroplasty. It is further alleged that as a result, the device was surgically removed and replaced with new components.